Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was receiving unknown baclofen and unknown morphine via an implantable pump. It was reported that the patient was set to alarm on (B)(6) 2026 and was filled in office on (B)(6) 2026. It was noted that the patient had a difficult pump access and was filled in the office without x-ray. Historically, the patient's refills were performed under x-ray. On (B)(6) 2026, the patient was sent and admitted to the emergency room with overdose symptoms which were reported as the pump overinfusing. The physician contacted the rep to assist in programming the pump and reducing the rate to the minimum therapeutic rate. After reducing the rate, the patient responded and was alert. There were multiple medications in the pump including morphine and baclofen, and the patient needed to be managed with oral medications to combat the withdrawal symptoms. Per the managing physician's office, the patient had a history of pocket fills, had lost a significant amount of weight, and was close to a low reservoir. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that the cause of the over infusion was not determined. There were two hcp's involved in this event. One of the hcp's offices reported this patient has a history of a pocket fill and is difficult to access. However, when confirming the history the office did not have any information to provide including the date and the occurrence report. The rep has made multiple attempts to follow-up on this event but the office did not have any further information to provide. The patient was doing well.